Event description:
A report was received that the patient underwent a revision procedure due to the incision site not healing properly. During the procedure the physician noted an infection and chose to explant the device.

Manufacturer narrative:
The suspect medical device reported in this MDR form falls under investigational device exemption (ide) and should not have been reported on a 3500a MDR form.

Manufacturer narrative:
The explanted device was not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent a revision procedure due to the incision site not healing properly. During the procedure the physician noted an infection and chose to explant the device.

Event description:
A report was received that the patient underwent a revision procedure due to the incision site not healing properly. During the procedure the physician noted an infection and chose to explant the device.